Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for ureal urea/bun (bun) on a cobas 8000 c 702 module. All other tests that were performed on the patient sample were repeated and the repeat results were the same. The sample initially resulted as 1.5 mg/dl and this value was reported outside of the laboratory. The value was questioned by the customer since a delta check indicated that a previous sample from the patient resulted as 141 mg/dl on (B)(6) 2017. The questioned sample was repeated, resulting as 95.6 mg/dl. The repeat result was reported outside of the laboratory and was believed to be correct. The patient was not adversely affected. The bun reagent lot number was 196836. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
Calibration was ok. Quality controls were within range on the day of the event. Some outliers were observed for one control level on (B)(4) 2017 and (B)(4) 2017. A general reagent issue could be ruled out since calibration and controls are acceptable. Based on the result data, the complained result was most likely due to a pipetting issue caused by poor sample quality.